Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels cfu: 5 cfu bacterial identification: yeast other than candida albicans. Sampling date: (B)(6) 2025 sampling from: all channels cfu: n/a bacterial identification: n/a. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels cfu: n/a bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, there could potentially be a correlation between the device status and cause of contamination. In general, damages suck as cracks, corrosion, and leaks, which were seen in the device, can be a source for microorganisms, particularly when paired with poor reprocessing. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.